Event description:
The pt called lfs alleging that the one touch ultra meter was reading inaccurately low. The pt reported blood glucose results of 50 mg/dl with a lifescan meter and 78 mg/dl on a laboratory device, performed within 10 minutes of each other. Between the tests there was no intervention that would be expected to change the blood glucose. The pt reported having hypoglycemic symptoms during the time of the testing and believed that the reported meter reading coincided with the symptoms. Therefore, the pt decided to have apple juice. Based on statistical methodology, the calculated difference of these glucose results exceeds lifescan's criteria for accuracy. Thereby indicating a potential malfunction of the meter in terms of accuracy.